Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the low pump flow issues has been completed since the original report was filed. The device was returned for investigation. Visual inspection found no issues on the pump. The root cause of access site bleeding was use related. The root cause of the low flow was most likely a patient condition as no issue was found on the pump. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, low diastolic flow was noted, and the decision was made to wean the impella pump which was eventually successfully removed. There was no report of adverse effects to the patient.